Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complain, attempts to obtain patient information were performed, but not received.

Event description:
It was reported the ipg was replaced on (B)(6) 2021 because the patient lost therapy. There were no complications during the procedure and therapy was restored post-operatively.